Event description:
Customer reported a pump declaring an altitude alarm and contacted technical support for assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided tips to prevent further altitude alarms, and the customer replaced the cartridge to resolve the issue; the pump then resumed normal operation.